Event description:
Reporter indicated that vns pt's device was programmed to off due to side effects. Stimulation was first initiated approx six weeks post-implant and that the pt seemed to tolerate normal mode output current setting of 0.50ma well. Approx one month later, the pt's father indicated that the pt's seizures had become worse,causing the pt to vomit and have problems with a sore throat. Normal mode output current was reduced to 0.25ma at that time. The pt's father also indicated at that time that the pt had a throat infection and had been treated with two course of antibiotics. Treating physician left device output current programmed to 0.25ma and decided to wait and see if the throat infection was the cause of the pt's problems. Approx two weeks later, the pt's father reported that the pt condition had not improved after the reduction in normal mode output current setting and that they had stopped eating. The device was then programmed to off. A month later, the pt's father indicated that pt was doing much better with the device programmed to off. Approx five months later treating physician attempted to program the device back to on at 0.25ma normal mode output current, but the pt began to experience the same side effects of vomiting,not eating and mode changes. The device was again programmed to off and the pt's condition again improved afterward. Treating physician will attempt to initiate stimulation at the lowest possible device setting in approx six months time. Investigation to date has been unable to determine the cause of the reported events.